Event description:
The patient was under anesthesia. The anesthesia provider was having difficulty ventilating the patient. The patient was being ventilated through the tracheostomy tube. The patient then needed to be intubated; the malfunctioning trach tube was removed (balloon deflated) and replaced.======================manufacturer response for tracheostomy tube, portex bivona mid-range aire-cuf======================the manufacturer would like as much information as we can provide them. We mentioned that we have heard that in our picu, they have had the same problem with the balloon spontaneously deflating.